Manufacturer narrative:
Device evaluation: one partial guidewire was returned for evaluation. The formed distal curve region was missing and not accounted for. As received, the specimen consisted of one-1 each unidentified safari2 device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented fractures to the coil and core wires 271.3cm and 291.8cm from the proximal end; the formed distal curve region was missing and not accounted for. After receiving permission to destructively analyze the specimen, the coil wraps were stretched to expose the proximal aspect of the core wire fracture. Both the core and coil wires presented evidence of mechanical shear/cut fracture. The proximal joint appeared to be correct and intact. The coil presented regions of irregular stretched coil wraps and offset coil wraps scattered over the length of the wire. The specimen presented several kinks/bends of varying frequency and severity scattered over the length of the device beginning at the core wire fracture. The supplied images of the specimen wire as received at the distributor appear to indicate the shear/cut damage and associated missing material occurred during post event handling and prior to receiving at lake region medical for evaluation. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation." And "never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
The safari2 guidewire is not expected to be returned for failure analysis. Without return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Additionally, no lot traceability was provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. Review of the process indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have contributed to the event as reported. If additional information is received or product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
The patient was undergoing a tavr procedure. As reported by the distributor, "event description: it was reported that: physician put the lotus delivery system over the safari wire outside the body and felt some resistance however progress and inserted into the introducer sheath. Whilst tracking up the iliac's, the physician attempted to adjust the safari wire in the ventricle and found the wire was jammed and couldn't be pulled back. The system and the wire was removed from the body a new wire was used to cross and a new valve was prepped and implanted successfully implanted. Where did the problem occur?inside patient."